Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that during the end of (B)(6) 2010, she experienced elevated blood glucose of approximately 300 mg/dl. She bolused through the infusion device as a correction but her blood glucose decreased very slowly. On approx (B)(6) 2010, e7 (electronic) error was displayed on the infusion device and she changed the battery but the error recurred. She switched to her backup infusion device and her blood glucose returned to normal, 120-130 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.